Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the unit returned with missing hub and telescope assembly. Kinks were observed in the sheath assembly at 21.0cm and 24.5cm from femoral marker to the distal end. Imaging window was found twisted at 86.0cm from femoral marker to the distal end. The guidewire exit port was damaged. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No functional and electrical testing was performed due to the returned conditions of the unit. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. During a percutaneous coronary intervention (pci), a 2.5x15mm non-bsc stent was deployed. Then, an atlantis¿ sr pro² imaging catheter was used to perform an intravenous ultrasound (ivus). It was noted that the atlantis¿ sr pro² imaging catheter got flared. It was also noted that the guidewire exit port of the atlantis¿ sr pro² got stuck in the proximal edge of the non-bsc stent. To resolve the issue, the drive shaft of the atlantis¿ sr pro² was then removed. A 25mm and 14mm unspecified guidewires were advanced to the distal end of the sheath which tried to move the atlantis¿ sr pro² forward with rotation. However, this was unsuccessful. Eventually, the hub of the atlantis¿ sr pro² was cut and a non-bsc catheter was then advanced coaxially to retrieve this device. However, this 5fr non-bsc catheter could not pass through the 7fr non-bsc guidewire. The 7fr non-bsc guidewire was then exchanged to another 7fr non-bsc guidewire. The 5fr non-bsc catheter and the 7fr non-bsc guidewire was then advanced carefully to the stent along with the atlantis¿ sr pro². While trying to advance these devices into the distal side of the stent, the atlantis¿ sr pro² was released and was then successfully retrieved into the 5fr non-bsc catheter. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. During a percutaneous coronary intervention (pci), a 2.5x15mm non-bsc stent was deployed. Then, an atlantis¿ sr pro² imaging catheter was used to perform an intravenous ultrasound (ivus). It was noted that the atlantis¿ sr pro² imaging catheter got flared. It was also noted that the guidewire exit port of the atlantis¿ sr pro² got stuck in the proximal edge of the non-bsc stent. To resolve the issue, the drive shaft of the atlantis¿ sr pro² was then removed. A 25mm and 14mm unspecified guidewires were advanced to the distal end of the sheath which tried to move the atlantis¿ sr pro² forward with rotation. However, this was unsuccessful. Eventually, the hub of the atlantis¿ sr pro² was cut and a non-bsc catheter was then advanced coaxially to retrieve this device. However, this 5fr non-bsc catheter could not pass through the 7fr non-bsc guidewire. The 7fr non-bsc guidewire was then exchanged to another 7fr non-bsc guidewire. The 5fr non-bsc catheter and the 7fr non-bsc guidewire was then advanced carefully to the stent along with the atlantis¿ sr pro². While trying to advance these devices into the distal side of the stent, the atlantis¿ sr pro² was released and was then successfully retrieved into the 5fr non-bsc catheter. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).